Event description:
A surgeon reported that the balanced salt solution leaked from valved trocar cannula during the procedure. The problem was resolved after replacing the product with another one. The procedure was completed with no harm to the pt. No further info is expected for this case.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is in progress. (B)(4).